Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37612 (serial: (B)(6) ); product type: 0197-implantable neurostimulator; implant date (B)(6) 2009; explant date (B)(6) 2024 section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 7482a51 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2009; explant date (B)(6) 2024 brand name activa; product ID 3387s-40 (lot: v363992); product type: 0200-lead; implant date (B)(6) 2009; explant date (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had an infection on the right side of the head, and the dbs system had to be replaced entirely. No other information related to this event was provided.

Event description:
The rep provided additional information, stating that the patient's revision was on september (B)(6) 2024, but they weren't aware that the explant occurred or the infection happened.

Manufacturer narrative:
Continuation of d10: product ID 7482a51, serial# (B)(6), implanted:(B)(6) 2009, explanted: (B)(6) 2024, product type: extension. Product ID 3387s-40 lot# v363992, implanted: (B)(6) 2009, explanted:(B)(6) 2024, product type: lead. Product ID 37612, serial# (B)(6), implanted:(B)(6) 2012, explanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.